Event description:
Baxter (B)(4) received a report that an infusor stopped infusing during patient use. The customer was unsure how many occurrences of this issue have been observed. Additionally, the customer was also unsure when this issue occurred. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, a batch review could not be conducted.

Manufacturer narrative:
(B)(4).